Manufacturer narrative:
(B)(4). The device has been received and the evaluation is currently in progress. A supplemental report will be submitted once the evaluation is complete. The physician only performed one attempt with the ID and one attempt with manual detachment. Subsequently the coil was removed without verifying if the coil was detached. Per axium coil IFU: "successful coil detachment must be verified by fluoroscopic monitoring to ensure that the coil has detached. Slowly pull back the implant pusher while watching the fluoroscopy to make sure that the coil does not move."

Event description:
Medtronic received information that during coiling treatment (with 22 coils) of a ruptured large saccular carotid t aneurysm, it was reported the first coil (axium helical) could not be detached with the instant detacher. The physician also attempted to detach the implant coil with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use) but without success so it was decided to remove the coil. As the pushwire was pulled back, the implant coil detached inside the microcatheter. The physician then used a 0.014" guidewire to successfully push the detached coil into the aneurysm. It was noted that the pushwire was not rotated after the coil was placed in the aneurysm and the physician only made one attempt to detach the implant coil with the instant detacher. Post procedure, the patient's blood flow was normal. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Type of follow up - device evaluation. Device evaluated by manufacturer- additional information the axium pushwire returned without implant coil as it was implanted. The proximal tip was found to be pulled out from the pushwire but the two segments were retained together by the release wire. The distal pushwire segment was found to be bent at the proximal end. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope the coin was not located against the lumen stop, and the coil shield was found be broken and partially missing. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device evaluation and clinical observation, the customer report of "non-detachment¿ could not be confirmed. The axium pushwire was returned with the implant coil already detached. It is possible that the insufficient number of attempts with the instant detacher, and/or the incorrect method of manual detachment (via hypotube) led to the difficulty detaching the implant coil. The implant coil likely detached subsequent to the pulling back of the pushwire tip (breaking of the tack weld replacement crimp) causing the coin to pull back from the lumen stop. All parts of the pushwire that could affect the detachment were found to be within specifications. Per the axium coil instructions for use (IFU): "if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher)." ¿also the IFU provided instruction for manual detachment and for confirmation of implant detachment.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.